Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to loose drive support disk. The insulin pump passed the displacement test and the motor was tested outside of the device and passed. The motor position encoder error alarm was unable to be verified in the alarm history due to history file being overwritten with displayable history crc check failure which was a result of the corrupted history file. The motion sensor test failure alarm was unable to be verified due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call motor error alarm and motion sensor test failure on the insulin pump. Customer's blood glucose reading was over 300 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error alarm during the fill cannula process. Customer reported a motor position encoder error alarm on the device as well. Customer failed the displacement test and received motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.